Event description:
Rptr complains of muscle pain, left & right implant, capsule contracture right implant. Diagnosed with fibromyalgia in 1990, muscle spasms, fatigue, pain & swelling of finger joints, peripheral neuropathy, loss of feeling-left heel & right middle finger, numbness & tingling of fingers, headache, rashes, & light sensitivity.